Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for connections, there was nothing to see from the catheter. When the nurse wanted to aspirate, the syringe was half filled with air. On flushing, there was blood coming around the catheter but not clear from where it was coming. They connected to dialysis where even more blood came out of the catheter so they immediately stopped the dialysis session. Upon inspection of the catheter, it was difficult to determine where the blood was coming from. Their first idea was a hole or tear on catheter bones at the clamps, but there was nothing to see. They eventually saw blood seeping at the hard triangular piece where the bones pass into the catheter. The catheter was not repaired. The seepage could only be prevented by putting a kocher on the catheter itself atthe part between the cuff and triangular piece. Continuing dialysis was not an option, only catheter replacement. There was no reported patient outcome.

Manufacturer narrative:
Additional info: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for connections, there was nothing to see from the catheter. When the nurse wanted to aspirate, the syringe was half filled with air. On flushing, there was blood coming around the catheter but not clear from where it was coming. They connected to dialysis where even more blood came out of the catheter so they immediately stopped the dialysis session. Their first idea was a hole or tear on catheter bones at the clamps, but there was nothing to see. It was difficult to determine where the blood was coming from upon inspection of the catheter, there was also no blood leak present at the original catheter dressing. They eventually saw blood seeping at the opening/hole in venous extension tube near the hard triangular piece (bifurcate) where the bones pass into the catheter. It was mentioned that the catheter was more or less 2 months old. There were no defects/damages found on the product where the leak was observed. The site never used sepsiderm to clean catheters. Aside from chlorhexidine and nacl 0.9%, there were no other cleaning agents used on the device. No lotions/ointments and medications were utilized at the exit site. The cleaning agent was never switched over the life of the catheter and was never mixed. Mepilex was the wound dressing utilized and it did not include any cleaning agents or antimicrobial properties. The cleaning agent was not allowed to dry thoroughly prior to dressing the area. There was no protocol change for cleaning agents used recently. The patient was not responsible for any type of catheter maintenance and was not using any type of cleaning agent or antibiotic on the catheters. A statlock piccplus stabilization device was used, there was no connector issue. The clamps were moved periodically and there were no other products utilized with the device. The catheter was not repaired. The seepage could only be prevented by putting a kocher on the catheter itself at the part between the cuff and triangular piece. Continuing dialysis was not an option, only catheter replacement. The catheter was removed and they inserted a new catheter (with a different product ID and lot number) on the same day of the event. After replacing the catheter with a new one, the treatment was completed. There was blood loss of less than 5 ml and blood transfusion was not required. Although the catheter's defect posed a serious risk to the patient¿s condition due to the risk of bleeding of air embolism, there was no patient injury.

Event description:
According to the reporter, for connections, there was nothing to see from the catheter. When the nurse wanted to aspirate, the syringe was half filled with air. On flushing, there was blood coming around the catheter but not clear from where it was coming. They connected to dialysis where even more blood came out of the catheter so they immediately stopped the dialysis session. Upon inspection of the catheter, it was difficult to determine where the blood was coming from. Their first idea was a hole or tear on catheter bones at the clamps, but there was nothing to see. They eventually saw blood seeping at the extension tube near the hard triangular piece (bifurcate) where the bones pass into the catheter. It was mentioned that the catheter was more or less 2 months old. There were no defects/damages found on the product where the leak was observed. The site never used sepsiderm to clean catheters. Aside from chlorhexidine and nacl 0.9%, there were no other cleaning agents used on the device. No lotions/ointments and medications were utilized at the exit site. The cleaning agent was never switched over the life of the catheter and was never mixed. Mepilex was the wound dressing utilized and it did not include any cleaning agents or antimicrobial properties. The cleaning agent was not allowed to dry thoroughly prior to dressing the area. There was no protocol change for cleaning agents used recently. The patient was not responsible for any type of catheter maintenance and was not using any type of cleaning agent or antibiotic on the catheters. A statlock piccplus stabilization device was used, there was no connector issue. There were no other products utilized with the device. The catheter was not repaired. The seepage could only be prevented by putting a kocher on the catheter itself at the part between the cuff and triangular piece. Continuing dialysis was not an option, only catheter replacement. The catheter was removed and they inserted a new catheter (with a different product ID and lot number) on the same day of the event. After replacing the catheter with a new one, the treatment was completed. There was blood loss of less than 5 ml and blood transfusion was not required. Although the catheter's defect posed a serious risk to the patient¿s condition due to the risk of bleeding of air embolism, there was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.